Manufacturer narrative:
Isi has received the three blue stapler reloads for failure analysis investigation. The stapler reloads were all from the same lot number. Failure analysis investigation was unable to confirm the customer reported complaint as visual and microscopic inspection found that none of the reloads exhibited any missing material. The metal covers of the reloads were all opened and it was discovered that two of the reloads exhibited blue cartridge flash material on the inside surface of the cartridge, beneath the pushers. (This part of the reload would not be exposed to the patient during a procedure). There were no signs of skiving in adjacent cartridge locations to the loose flash pieces. This complaint is being reported due to the following conclusion: during a da vinci assisted gastrectomy procedure, blue material was observed to have fallen into the patient after firing the stapler 45 instrument with a blue reload installed. The blue material was removed from the patient and there was no report of any patient harm, adverse outcome or injury. Based on the information provided and the investigation findings, the source of the blue material is unknown at this time.

Event description:
It was reported that during a da vinci assisted gastrectomy procedure, the surgical staff noted that a piece of blue material had fallen into the patient. The blue material was removed from the patient and the planned surgical procedure was completed with no report of any patient harm, adverse outcome, or injury. The isi clinical sales representative (csr) who initially reported this complaint stated that after the 3rd fire from the stapler 45 instrument with the blue stapler reload installed, it was noted that a tiny piece of blue material was lying on the patient's stomach tissue. The csr indicated that he inspected all 3 of the stapler reloads, but found that none of the reloads exhibited any missing material. He requested that the site return all three of the reloads for failure analysis investigation.